Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16022 it was reported that a lead noise issue was observed. The patient was adversely affected due to noise inhibition, but the doctor believes the issue was related to the patient moving around before the lead was stable. The device was reprogrammed with tachy therapies programmed off. T-wave oversensing was observed on the device. Programming changes were made. During the revision, the noise inhibition was found to be due to clavicular crush and insulation damage was observed. The lead was explanted and replaced. There were no adverse consequences to the patient.